Manufacturer narrative:
There is no explant date. The autopsy did not include explanting the valve, so it remains within the deceased. The autopsy did not include explanting the valve, so it remains within the deceased, and is therefore not available to be returned. The device history record was reviewed and it was determined that the valve was built per specifications.

Event description:
Dr. (B)(6), (B)(4). Medical director, reported to on-x that he had been reviewing records of a (B)(6) vascular donor who had received a 27mm on-x valve in 2007. The patient was doing well after the heart valve surgery, but died suddenly on (B)(6) 2015. The autopsy showed an acute thrombus in a coronary artery. Patient had no significant coronary artery disease. The autopsy does not specifically allege that the valve was the source of the thrombus, but of course that is one of the known risks for mechanical valves. Throughout the patient's medical records, the heart valve is shown to function normally. The on-x valve was not explanted, remains within the deceased. This is being reported because it is defined as a valve-related adverse event per aats/sts guidelines, and is among a list of adverse events possible with heart valve patients as listed in section 5 of the IFU.